Event description:
On january 13th, 2024, the complainant (tm) called and left a voicemail and asked us to call her back regarding her use of the callus cushions from walgreens that caused her to be hospitalized. Note: an attempt was made to contact the complainant on 01/15/2024, but was met with voicemail, so a message was left urging them to call us back. January 16th - contact was made with the complainant, and she stated that she had purchased the product at the recommendation of her doctor on 12/28/2023. The complainant stated that she was allergic to adhesive-silicone tapes, but she did not know until she was hospitalized. The complainant used the product more than once, even after the adverse reaction the product was causing her. They claim they felt the abscess growing as a new pressure was affecting the top of her foot. January 28th - she stated that she had gone to seek medical help twice for the same issue ((B)(6)) but was only recommended callus cushions on (B)(6) 2023. She was recommended ibuprofen and callus cushions by her attending doctor. On (B)(6) 2023, she was seen again for the same issue. She was prescribed anti-biotics (cephalexin) this time. On (B)(6) 2024, the complainant was hospitalized because an abscess grew on her foot and got infected and inflamed. She had to get surgery done to drain it. Along with the surgery, she claims she got tested to see if she was allergic to the product. She was discharged on (B)(6) 2024 with grafted skin . She claims she was found to be allergic to "cefepime" and "adhesive tapes - silicone". Of note: cefepime and cephalexin fall in the same group of antibiotics so, we can safely assert that she was allergic to the antibiotic prescribed to her.